Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced highs with a reported blood glucose value of 620 mg/dl and lows with a reported blood glucose value of 32 mg/dl while using the ilet and requested a replacement per the healthcare provider¿s recommendation; no malfunction alerts were present, and review of device reports showed seven meal announcements within one hour followed by a low, with lows treated using oral glucose and the user currently on backup therapy. No adverse clinical symptoms associated with hyperglycemia and hypoglycemia. Outcomes included an unexpected medical intervention where medication in the form of oral glucose was required. Investigation included communication with the user, analysis of information provided by the user, and a review focused on use of device problems and applicable device component categorization. Investigation of this case revealed no device problem found, with the event associated with use of device problems and categorized under an appropriate component term not otherwise available. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.